Manufacturer narrative:
On 28-dec-2021, mentor received additional information regarding the explantation date. The patient is scheduled to undergo explantation on (B)(6) 2022. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-feb-2022, mentor received additional information regarding the date of explantation. Initially, the date of explantation was reported as (B)(6) 2022. However, additional information revealed that the actual date of explantation was (B)(6) 2022. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 475cc mentor smooth round moderate plus profile prostheses and experienced left-sided deflation and right-sided grade iii capsular contracture postoperatively. The diagnosis was confirmed based on physical examination. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the right-sided prosthesis.